Event description:
It was reported a female patient was injured on a stretcher in the emergency room department. It was reported the patient experienced a grand mal seizure and during the seizure sustained a leg injury from the siderail which required surgery. The paralegal, (B)(6), from the firm representing the female patient reported these events. The female patient is suing the hospital. (B)(6) has not confirmed the event occurred on a stryker stretcher as the hospital is withholding this information.

Manufacturer narrative:
The user facility is withholding what product (stryker or non-stryker) the event took place on. Therefore, evaluation is not possible.